Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to capsule break. Another model lens was implanted in the anterior chamber as a replacement. No other information available.

Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found tip is bent. Functional testing could not be performed due to the damage. The lot number of the delivery device was not provided. Therefore, a device history review (DHR) could not be conducted. Based on the information available, the root cause of the reported event could not be determined.